Event description:
Medtronic received information that during an aortic and mitral valve repair, while taking the patient off of bypass and filling the heart, bleeding was observed from the back of the right pulmonary vein that had been ablated with this cardioblate bp2 ablation device. The surgeon repaired the hole with a pledget suture. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed blood stains on both the upper or lower jaws. There were no signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. Performance analysis testing using a 68000 generator revealed saline flow from the movable jaw but not the fixed jaw when attached to a 300 mm/hg pressure cuff. The device was dismantled and saline residue was seen in both of the tubes that supply saline to each jaw. The flow restrictor was observed under magnification and appeared to be plugged, possibly from the saline residue. The flow restrictor was cleared and then reinstalled. Saline was applied and flow was observed from both jaws. Conclusion: no performance issues were identified during analysis that would have contributed to the clinical observation. (B)(4).